Event description:
Patient underwent surgery and once the lead pin was re-inserted, the impedance was within normal limits, but the lead was discolored and the surgeon saw fluid inside the lead insulation so a full revision was performed. The explanted devices were discarded. The fluid leaks was reported in MFR. Report #1644487-2021-01314.

Event description:
Patient reported painful stimulation and once their device was interrogated, high impedance was seen. There was no reported recent patient trauma and the patient was sent for neck and chest x-rays. The generator was located in the patient¿s upper left chest. The connector pin cannot be seen coming through the second connector block. The notches on the lead pin that are usually in the middle of the two connector blocks when fully inserted, are closer to the first connector block. The filter feedthru were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. A strain relief loop is present per labeling, but a strain relief bend does not appear to be present in the neck area per labeling. One tie-down is present, but not placed per labeling as there should be two tie-downs. There was a portion of the lead that appeared to be routed behind the generator. The lead wires are intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s high impedance is due to incomplete pin insertion. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. The patient was referred for surgery, but canceled it as they were not comfortable undergoing surgery at this time. No known surgical intervention has occurred to date. No other relevant information has been received to date.